Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient began to notice progressive fatigue, dizziness and dyspnea on exertion on (B)(6) 2020. The patient denied any signs or symptoms of infection including fever and chills, night sweats, and there were no obvious signs of bleeding. The patient was seen by their primary care physician on (B)(6) 2020. The patient's hemoglobin was 7.5 at the time so the patient was referred to hematology for follow up. The patient was seen by hematology on (B)(6) 2020 and was found to have severe anemia with hemoglobin and hematocrit of 5.8/20.4. The patient was admitted to the emergency department where they received 2 units of packed red blood cells.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. On (B)(6) 2020, the patient experienced progressive fatigue, dizziness, and dyspnea on exertion. It was reported that there were no obvious signs of bleeding, and the patient denied any signs or symptoms of infection including fever, chills or night sweats. The patient was seen by their primary care provider on (B)(6) 2020 with a low hemoglobin level. The patient was referred to a hematology clinic on (B)(6) 2020 and was found to have severe anemia with low hemoglobin and hematocrit levels. The patient was subsequently admitted to the emergency department and received 2 units of prbc¿s (packed red blood cells). The patient was then transferred to (B)(6) hospital on (B)(6) 2020; refer to manufacturer report number 2916596-2020-05861 regarding events after the transfer and discharge on (B)(6) 2020. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 18aug2015. The heartmate ii lvas instructions for use (IFU) lists bleeding (perioperative or late) as an adverse event that may be associated with the use of heartmate ii lvas. This document provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.